Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 8330969. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8330969. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration was printed on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use it was discovered that the expiration date was missing on box with a bd syringe 0.5ml 30ga 8mm. The following information was provided by the initial reporter: pharmacist called to inquire about expiration date on (B)(6) syringes. Pharmacist stated that there is no expiration date on the box.